Event description:
The following was reported via a voluntary medwatch report (#5188468): reportedly on (B)(6) 2026, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was attempted to be implanted. Anatomical location of treatment and reason for treatment were not disclosed. It was reported the constrained vbx device was dislodged from the balloon catheter during advancement. As reported, the vbx device had not been inflated yet and it went into the vessel (unspecified location). After multiple attempts to retrieve the dislodged vbx device, the surgeon performed a cut down to retrieve the vbx device.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.